Event description:
Device 1 of 3. Reference MFR report#3006705815-2019-00407. Reference MFR report#3006705815-2019-00408. It was reported that the patient was in intensive care unit for rehabilitation due to opioid overdose. Physician did not believe the device contributed to the issue. Patient is doing well. Surgical intervention is not planned at this time.